Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose 465 mg/dl at the time of incidence. Customer stated that they diagnosed with cancer and that is why there blood glucose was wonky. Customer stated that there blood glucose value was 412 mg/dl. And this went up to 470 mg /dl. It was unknown that customer was using auto mode feature at the time of incidence or not. Insulin pump will not be returned for analysis.